Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was advised to contact technical support for assistance, but contact was unsuccessful as the initial phone number was incorrect, leading to a follow-up email being sent by technical support.